Manufacturer narrative:
The insulin pump was unable to vibrate during the self test due to a broken vibrator black wire. The device was also unable to prime during the prime/compromised force sensor system test due to a faulty fsr. The device passed the idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, and displacement test. However, the unit was unable to perform the occlusion and no delivery alarm tests due to the prime anomaly. The following physical damage was also noted: a cracked display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the vibration function on her insulin pump has been non-functional. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibrate anomaly and the insulin pump did not vibrate when the customer activated the vibration feature; however, upon performing the self test the device reported that the test was complete. The customer was advised to revert to their back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.